Event description:
It was reported that perforation, pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal (tsp) crossing was performed with a versacross connect. After tsp was performed, the physician flossed the septum. Intracardiac echocardiogram (ice) was advanced into the left atrium and then the watchman fxd double curve access system was advanced over the wire into the left atrium. When the physician removed the wire and took an angiogram of the laa, contrast filled the pericardium. The physician suspects that the tsp wire perforated through the laa as the pigtail catheter was inserted over the wire. The pe began in the left ventricle and continued to grow around the right ventricle. The patient's vital signs were monitored and a pericardiocentesis was performed. The patient remained stable. The physician performed a post-transesophageal echocardiogram (tee) which confirmed no pe after the watchman fxd double curve access system sheath was removed. The laa closure procedure was aborted. The patient stayed overnight in the hospital and is expected to fully recover.